Manufacturer narrative:
On 3-mar-2025, additional information was received indicating the causal relationship between the vizigo sheath and the stroke is unclear. Continuous infusion was not carried out at the physician's discretion. No malfunctions of the sheaths were reported. On (B)(6)2025, it was determined an adverse event previously reported against a varipulsetm catheter should also have been reported against the vizigo. As such, please consider the following to be part of the event description: ¿it was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulsetm catheter and the patient experienced a cerebrovascular accident. After both pulmonary veins (pv) were performed, because the isolation area was expanded, posterior wall isolation was performed with a varipulsetm catheter. As a very wide lesion was unintentionally made around the pv veins, so the physician decided to perform additional posterior wall ablation to prevent causing iatrogenic roof dependent atrial tachycardia. After the procedure, the patient left the room without any problems. Late at night the next day after the procedure, the patient complained of neurological symptoms (dysarthria and visual field defect) and it was confirmed with magnetic resonance imaging (MRI) that the patient had a cerebral infarction. Brain MRI scan showed low attenuation area on left frontal / occipital lobe. Patient was hospitalized. Patient received intravenous drip therapy and rehabilitation was performed. Patient improved, however, mild dysarthria (possibly motor aphasia) remained and rehabilitation was planned. Visual field defect was resolved on the next day. There was no significant impact on daily life. On the day in question, the procedure took 4 hours, including the time for entering and leaving the room. The number of ablations was 38 (109 applications). It was managed with activated clotting time (act) 350 targets. Act level was higher than 350 sec before ablation (act was around 400). The catheters in the sheath were replaced four times: premap, pulsed field ablation (pfa), post map, additional pfa, post map (vizigo short.). Although continuous infusion/flush with heparinized saline infusion to the vizigo sheath was not performed during the time the sheath remained in the vessel; and while staff was present and watching, flush of the sheath with saline was performed each time when the catheters were replaced/changed. The physician have heard that "ee" has stopped in the us. The physician wants to know whether he/she spent too much time being careful. There was no concern of vizigo air entrainment. No pre-thrombus check was done. Patient was in sinus at start of procedure, in sinus and afib during procedure, there was no cardioversion. No excessive intracardiac microbubbles or impedance errors noted during the case. There was no evidence of char / thrombus / clot during the procedure. The physician did note the patient was high risk. This was a patient with history of vascular disease and hypertension, coronary artery disease (lad - left anterior descending artery 75%), history of percutaneous transluminal angioplasty (pta) and endovascular thrombectomy (evt), premature atrial contractions, and menier's disease. Chadsvasc score of 5. Patient had a short common lpv (left pulmonary vein) / thin both ipvs (inferior pulmonary veins).¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and saline infusion was not performed during procedure. Continuous infusion/flush with heparinized saline to the vizigo sheath was not performed during the time the vizigo sheath remained in the vessel; and while staff was present and watching. Saline flush of the vizigo sheath was performed each time when the catheters were changed/replaced. There was no concern of vizigo sheath air entrainment. No pre-thrombus check was done.

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000417 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).